Event description:
Pt admitted 12/04 with an acute exacerbation of interstitial pulmonary fibrosis. Complex medical history included coronary artery disease treated with CABG and pt was on coumadin therapy for paf. On admission treated with medication but respiratory status deteriorated and pt required noninvasive positive airway pressure ventilation. At time of event pt was alternating CPAP and high flow oxygen via non breather mask as their condition slowly improved. Eight days later pt was on CPAP via a vision 285 ventilatory support system. The alarm sounded and the machine stopped working. Initially the pt experienced no distress but quickly experienced oxygen desaturation (spo2 - 40's). The respiratory therapist checked the machine and the power source but was unable to restart the machine. The pt's status was dnr and no further measures were instituted and pt expired.